Event description:
Contact info for the initial reporter was requested from the FDA however no further contact info was provided. No other customer, pt or event info is available.

Manufacturer narrative:
(B)(4). Although the medwatch indicated the product was available for eval, the product was never received and root cause of the customer's reported medication delivery inaccuracy could not be determined. Reporter of the medwatch was not identified.